Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during an unknown procedure the microqa+w/#4oc(c1) was broken upon opening the package. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation.   Upon visual inspection of the photo, it was noticed that the anchor is off from the inserter and held in place by the suture. No estructural anomalies were noticed on the anchor. The complaint reported was confirmed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The possible root cause for the reported failure can be attributed to transportation. However, this cannot be conclusive determined.   A manufacturing record evaluation was performed for the finished device [l302181] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during an unknown procedure the microqa+w/#4oc(c1) was broken upon opening the package. The procedure was completed with another unit. No patient consequence and no surgical delay was reported. No additional information was provided. Additional information provided by the affiliate reported the device packaging was not damaged and the product was sealed upon receipt at the site. The affiliate also reported the lot number of the device as l302181.